Event description:
Reportedly, during pt use, the ventilator did not deliver breaths or volume to pt. The pt's chest was not rising, no breath sounds were heard on auscultation and pt indicated that he was not being ventilated. The ventilator did not alarm or give any indication that it was not functioning correctly. The pt was switched to another ventilator without further issues. It was also reported that the ventilator was later evaluated by the repair company confirming that the main board was faulty.

Manufacturer narrative:
Although requested, add'l pt info was not provided.